Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker mediated tachycardia (pmt) was observed and resulted in atrial tachycardia. It was further noted that the device and right atrial (ra) lead were implanted after the expiration date. The device was reprogrammed and remains in use. The ra lead remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Concomitant products: 407658 implantable pacing lead (B)(6) 2011; mdt-lead implantable pacing lead (B)(6) 2011. (B)(4).